Event description:
(B)(4). Diagnosed with a cornual (ectopic) pregnancy. I will need an emergency surgery to remove the embryo that has implanted in my fallopian tube and to remove my essure coils, fallopian tubes, and possibly my uterus.